Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Event description:
As reported, the intraclude aortic device was inserted in common practice via a endoreturn cannula and was initially able to be placed and blocked without any problems. Initial balloon pressure 390mmhg. Shortly after start of the surgical procedure the balloon lost pressure to 320mmhg. Blood was observed in the operating field then. Additional inflation of the balloon to 390mmhg. Repeatedly additional inflation necessary to maintain pressure (3 times). For repositioning of the balloon complete deflation, after repositioning balloon pressure again at 390mmhg, but continuously lost pressure. Then decision made to convert patient to open surgery - sternotomy. Initially tried to occlude aorta with intraclude under direct visual control ¿ but lost pressure again. Surgeon then decided to clamp the aorta with a normal aortic cross clamp. Procedure finished successfully. Patient transferred to ICU for postoperative monitoring. Catheter will be returned for evaluation, shows damage at approx. 72cm. Likely to be caused by the endoreturn cannula.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. Another kink was found at 20 cm marker bands. Chatter area was seen at 65 cm marker bands. An attempt was made to inflate the balloon and the shaft of the catheter was found to be leaking. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system. Additional information: complaint referenced MDR submission of endoreturn device, report number: 3008500478-2013-00489